Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, the external thermometer was verified to not have an anomaly. After removing the security seal and opening the packaging, however, a fault was identified in the appearance of the external thermometer. The ampule appeared to have released the internal liquid. The valve was not implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. There is no evidence to suggest the device caused or contributed to a death, serious injury, or reportable malfunction. The activated temperature indicator was identified during preparation and the valve was not used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, the external thermometer was verified to not have an anomaly. After removing the security seal and opening the packaging, however, a fault was identified in the appearance of the external thermometer. The ampule appeared to have released the internal liquid. The valve was not implanted in the patient. No patient complications were reported as a result of this event. Additional information was received that the device was not exposed to extreme temperatures while under storage, maintaining the recommended range of temperature at all times. It was reported that the external package of the device was opened as there was no issue noted with the external temperature indicator, but the internal temperature indicator was checked and found broken. Subsequently, the medtronic specialist loading the system rejected the valve for use.